Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor change. Customer's blood glucose was unknown mg/dl. The customer stated that the sensor apparently have missing electrode. The customer stated that the sensor is not bent, retracted or damage. The customer stated that it happened with 1 sensor of this package. The customer was advised that we are sending replacement.